Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 3000 aortic valve underwent a valve-in-valve procedure after an implant duration of 17 years, one (1) month, due to progression of disease, regurgitation. The procedure was performed with a 23mm sapien 3 valve. Patient was stable at the end of procedure.

Event description:
It was reported that a patient with a 25mm magna valve underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years due to progression of disease, regurgitation. The patient presented with heart failure. The procedure was performed with a 23mm sapien 3 valve. Patient was stable at the end of procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not be performed as the serial number remains unknown. Attempts to retrieve the serial number were unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.